Manufacturer narrative:
Multiple attempts have been made on 05dec2025, 12dec2025, and 19dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning or calibrating. It was reported there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) the touchscreen was not functioning properly and would not calibrate due to small crack on screen. The customer requested the part number of the touchscreen to order and replace. The rse then provided the customer with the part number and price of the touchscreen. Investigation is ongoing.